Manufacturer narrative:
The provided pictures confirmed that the keyboard is bent upwards where the battery is sitting. As the device was not returned, a specific root-cause can not be determined. The most probable root cause can be attributed to a swollen battery. The customer received a replacement laptop. The dell laptop is a third party device which is not further investigated by vyaire. Dell has the appropriate declaration of conformity and adheres to all applicable safety standards. The usage of laptops which fulfil applicable safety standards is state of the art. The customer will be informed that a swollen battery poses a safety risk to users and patients. Therefore the laptop should be returned to vyaire or if that is not possible, scrapped in accordance with hazardous materials disposal. The risk evaluation of this complaint results in a risk acceptance level of a medium acceptable health risk.

Event description:
The customer reported that the keyboard of the vyntus spiro laptop from dell is pushing up because of a swollen battery. There was no patient involvement.